Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump dispensed 150 units of insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s history showed evidence of a load step malfunction on 10/21/2013 with multiple no cartridge detected warnings. The pump powered on normally during testing. The pump was able to detect and load a cartridge correctly. The force sensor was found to be in calibration. The pump¿s cover was opened and a damaged solder connection was observed at the force sensor pins. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.